Event description:
Boston scientific/target was notified that the sentry balloon catheter had a pin-hole rupture during 1st inflation with lopamidol 300 (contrast media 0.08-cc was infused) in the lesion (rha). The product was in the patient's artery for 15 minutes. The patient is in good condition.